Event description:
Complaint reported: during the surgical procedure, the applier could not deliver the clips, the clips blocked at the jaw. No pt injury or medical intervention reported.

Manufacturer narrative:
The device has been requested for investigation, but has not been received yet. Should device become available, a detailed review of the device will be performed.